Manufacturer narrative:
(B)(4). Product evaluation is in process and the results will be submitted in a follow-up report.

Event description:
The customer stated that the architect analyzer generated a barcode reader error of 0120 when testing patient samples. The customer does not label the tubes with barcodes. The customer indicated that sid (B)(6) was in position h334/1 and when this position had error code of 0120, this sid ((B)(6)) was used by the system for position h334/2 which has a different sample ((B)(6)). No impact to patient management was reported.

Manufacturer narrative:
An investigation was performed by reviewing the complaint text, the instrument logs, the architect system operations manual, and tracking and trending metrics. The instrument logs showed that the bar code reader detected a bar coded sample tube with sid of (B)(4) in position 1 of carrier h334 followed by detection of sample tubes with no bar code labels in the next 4 carrier/positions: h334/2, h334/3, h334/4, and h334/5. The architect systems operation manual states that a sample not included as part of a batch is not assigned an sid. Sequential sid assignment skips the sample and continues with the next sample. If the sample is part of a non-bar coded batch, an incorrect sid is assigned to subsequent samples. Tracking and trending metrics identified no similar issues. Based on the evaluation results no product deficiency or malfunction were identified to be related to this issue and the architect system software v8.10 is functioning as intended.